Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, including an urgent low glucose alert and a nadir blood glucose of 55 mg/dl after announcing a meal and later consuming 15 grams of carbohydrate (gatorade) for correction; troubleshooting and education were provided, including guidance that treatment of lows does not require a meal announcement. Symptoms included feeling off without loss of consciousness. Outcomes included no professional medical intervention and no need for assistance from others. Investigation included technical review and user education. Investigation of this case revealed no device malfunction reported and that the event occurred with cause unclear. It was concluded that the device functioned as designed and the event was likely related to glycemic variability with an undetermined cause.